Event description:
Last night while transporting a trauma patient the monitor seemed to have a spontaneous power cycle of the screen of the monitor. While riding down the road and monitoring the patient the screen went completely black, the patient indicator light illuminated yellow and the red service wrench indicator light flashed approximately 3-4 times. The screen then powered back on with the stryker logo in the middle and the monitor resumed obtaining vitals. Patient events list was reviewed to see if initial vitals and patient events were still present which they were.